Event description:
The customer reported the ventilator alarmed air source fault. During service by the manufacturer's service technician, review of the ventilator log history indicated there was an occurrence of a gas supplies lost: safety valve open alarm during operation. If the ventilator is operating and no air flow is detected, and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. The customer reported there was no patient harm. The service technician did not duplicate a loss of both gas supplies. The service technician run the unit for 6 hours with no problem. The service technician performed pm. Performance verification testing was completed and passed to operating specifications.